Event description:
I had a right knee replacement on (B)(6) 2013. It swells up all its time, pops and cracks and locks up. I have to wear a brace on it now and walk with a walker or cane. I didn't know if you all can do anything to help but if so please contact me. Address above. Thank you ((B)(6)).